Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences and for high impedances on the leads. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The devices will not be returned for analysis. The patient is doing fantastic post operatively, obtained great coverage and no charging issues/impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5103012. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7072429.